Event description:
Patient was scheduled for battery replacement. It was later reported the patient had high impedance observed. Full revision was performed. The explanted lead has not been received to date. No additional relevant information has been received.

Manufacturer narrative:
D4. Lot number - correction - lot # was not included on initial MDR. D4. Expiration date - correction - expiration date was not included on initial MDR. H4. Device manufacture date - correction - manufacture date was not included in initial MDR.

Event description:
The explanted devices were discarded. No additional relevant information has been received.